Event description:
It was reported that the cuffs were "too long" on four (4), size m4sct, specialized single cannula cuffed tracheostomy tubes. Two (2) of the m4sct devices were used on the patient for an unknown length of time but apparently the fit and placement were not compatible to the patient's anatomical/medical requirements. The attending physician ordered a revised device prescription on 08/26/98 but order was canceled. Manufacturer was notified on 09/14/98 that the patient expired on 08/28/98 due to diagnosed conditions/complications unrelated to the event information that is the subject of this report. Source reporter stated that use of the two (2) m4sct devices did not cause or contribute to the patient outcome. The two (2) used m4sct devices have been discarded and as such will not be returned for identification and analysis. The remaining two (2) unused m4sct devices were returned on 11/18/98 for investigation and analysis. The device evalutation results are recorded on section h. Of this report.